Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the iunihg screw loosened.

Manufacturer narrative:
Product was misplaced in transit, and did not arrive. Instrm rev. C (9/16) ¿ biomet 3i restorative manual. Information identified: the restorative manual identified the proper procedure for screw placement and installation as well as recommended torque values. The recommended torque value for the certain gold-tite hexed screw is 20 ncm. Due to the lack of investigable information and returned device, this complaint is considered non-verifiable by the definitions. No device lot number was provided so a device history record review and a complaint history review could not be performed. The product investigation will be reopened for evaluation should the product be found.

Event description:
No further event is available at the time of this report.